Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 80% stenosed, de novo lesion in the superficial femoral artery (sfa). A 5.5x200mm supera peripheral self-expanding stent system (sess) was advanced to the lesion and deployment was initiated however, there was an issue with the thumbslide, and the stent only partially deployed. The sess was removed, and balloon angioplasty was used to successfully complete the procedure. There was no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The stent was discarded and not returned with the device. The thumb slide was advanced with no resistance noted and exposed the kinked inner member and ratchet ears. There was no damage noted to the ratchet ears. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily calcified, mildly tortuous and 80% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure. Manipulation of the device and/or inadvertent mishandling likely resulted in the noted kinked inner member and likely contributed to the reported difficulties.there is no indication of a product quality issue with respect to manufacture, design or labeling.